Event description:
At 8 months from the primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the insert (from 10 mm to 12 mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2024. Lot 2302939: (B)(4) items manufactured and released on 06-april-2023. Expiration date: 2028-03-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.